Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and microscopic inspection revealed no evidence of hair or particulate matter in the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a black hair in a small volume intermate. This was noted before patient use. There was no patient involvement. No additional information is available.